Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient fell in the last two weeks and experienced abnormal stimulation on (B)(6) 2018. The patient planned to meet with a manufacturer representative on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there have been no additional concerns since the patient's last visit to the hcp office. The abdominal stimulation was resolved after reprogramming. The patient had a visit to the hcp office in january and no problems with stimulation were reported. No further complications were reported.